Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 47.0cm was returned for analysis. External insulation abrasion was noted at 17.5-17.7cm from the distal tip, consistent with lead friction to another device or feature of the patient anatomy. Internal insulation abrasion was noted at 7.5-8.5cm and 30.0-30.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported during a generator changeout, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead was electively explanted and replaced. The patient condition is fine.